Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. Upon review, the right ventricular lead exhibited high pacing impedance and failure to capture, and the physician alleged insulation damage. No intervention was made. The patient experienced no adverse consequences.